Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Two input disks had broken off at the housing. Broken input disks were not returned with the instrument. Failure analysis investigation also found that the instrument's pitch cable was broken at the distal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at wrist were not damaged. The crimp was found to be intact. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted gynecological procedure, during installation of the large needle driver instrument onto the patient side manipulator on the patient side cart, the wheel on the instrument fell off. There was no report that any fragment(s) from the instrument fell into the patient and no report of any patient harm as a result of the wheel falling off the instrument. The planned surgical procedure was completed.